Event description:
Cvc (central venous catheter) placed (B)(6) 2024. Cvc line fracture identified on (B)(6) 2025. Line found in ventricle per cxr (chest radiography), patient sent to higher level of care for intervention. Device information: powerport isp MRI implantable port. Single lumen - lot: rejs0315 exp: 04/30/2026.